Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient presented in clinic with a vibratory notifier for non-sustained right ventricular oversensing (nsrvo) and atrial noise. Episodes of nsrvo appear to show crosstalk, which inhibits pacing and r-wave. No changes were planned to be made.